Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all new order and new patients were not crossing to server. A technical support specialist (tss) dialed into the server and verified that all services on the application server were running properly. Restarted services and executed a downtime query in sql server management studio (ssms). Observed that the carefusion coordination engine (cce) disconnected flag was set to 0, but cce messages were not crossing to the server. Health sight viewer (hsv) was checked with no critical notices found and logs from the external inbound processor service indicated potential issues. Escalated the case to the iest team for further investigation. The tss reviewed port configurations on the application server and found port 18705 was not open and send to the customer the deployment guide for server 1.7 regarding port requirements. Then, the customer confirmed that hospital information technology team (hit) resolved the issue by clearing the necessary ports as outlined in the deployment guide. Customer granted permission to close the case. The system functioned as intended after the technical support specialist assessed the device. D4 & h4: medical device catalog, serial number, unique device identifier, medical device model and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server order and new patients were not crossing to server. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.